Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that the lead was explanted.

Event description:
Externalized conductors were observed via fluoroscopy, one centimeter between the svc and rv coils. Patient is asymptomatic. Lead remains implanted.

Manufacturer narrative:
External insulation abrasion was found at 12.6-12.8cm from the connector pin, consistent with lead friction to the ICD can and at 12.6-13.6cm from the distal tip, consistent with lead friction to another device. Internal insulation abrasions were found between 28.8 and 30.2cm from the distal tip. The etfe coating was intact at all abrasion locations.